Manufacturer narrative:
(B)(4). Report type - additional. Other serious (important medical events) - additional. Describe event or problem - additional. Relevant tests/laboratory data, including dates - additional. Type of reportable event - correction. Correction/additional information. Patient code - additional.

Event description:
Subsequent to the initial MDR, additional information was received on 07/09/2018. The patient's grandfather contacted dexcom and reported that the patient had an x-ray image performed and the x-ray results showed the sensor wire under the patient's skin above the knee. The patient's grandfather did not wish to provide further event details. Further additional patient information is not available. Labeling indicates: do not insert the sensor component of the g5 mobile system in a site other than the belly/abdomen (ages 2 years and older) or the upper buttocks (ages 2 to 17 years). The placement and insertion of the sensor component of the g5 mobile system is not approved for other sites. If placed in other areas, the g5 mobile system may not function properly.

Manufacturer narrative:
(B)(4)

Event description:
Dexcom was made aware on (B)(4) 2018, that on (B)(6) 2018, a missing sensor wire occurred. The sensor was inserted into the leg. No product was provided for evaluation. Confirmation of the problem and probable cause could not be determined. No additional event or patient information is available.